Event description:
Resident wheelchair seat and backing caught fire when a lighted cigarette fell behind him while seated in the wheelchair. He sustained multiple second and third degree burns and was hospitalized in ICU for several days. Currently receiving treatment by a wound care center. Flames engulfed and destroyed all fabric on wheelchair in less than one minute.